Event description:
The customer stated that she performed control tests using a new bottle of strips and received results that were out of range. While troubleshooting, she performed control tests and received a result of 336 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.